Event description:
.

Manufacturer narrative:
The device has now been returned. Evaluation summary: (B)(4): the device was returned and analyzed the analysis was not able to find a root cause for the issue. The analysis is complete. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. The device has now been returned. Evaluation summary: (B)(4): the device was returned and analyzed the analysis was not able to find a root cause for the issue. The analysis is complete. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
The device has now been returned. Analysis of the device is in process; the results will be forwarded when available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient with an implantable cardiac defibrillator went to the hospital when an alarm was heard from the device. It was noted that the device had two power on resets that occurred over a three week period. The device was removed. No patient complications were reported as a result of this event.